Event description:
I was lying on my side, I placed a (B)(4) heating pad on my neck and mid back area. To hold in place I propped a small pillow behind the heating pad with manufacturer's cover. I felt a sudden burning and tossed the heating pad away from me and unplugged it. The controller was completely melted and charred. I had blisters where it burned my skin, which have since healed. I mentioned this to my work comp doctor during a regular visit. He said I should heal without further problems. I used burn cream and kept the area clean. I healed in 3 weeks, leaving two small scars. I have been on ongoing treatment for severe neck and back issues which warranted the use of the heating pad for relief. I purchased a new (B)(4) heating pad. Same thing happened in (B)(6) 2011 after my release from (B)(6) hospital for spinal cord surgery. This time with no injury. Just melted controller. I have sent both heating pads to (B)(6) for inspection. They were received by their lad (B)(4) 2011. I am in contact with their representative for my ongoing case claim. (B)(4) heating pads used (B)(6) 2005-(B)(6) 2011.